Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that there were black circles on the pump touch screen. The customer sent pictures to tandem technical support (cts) to observe the issue and cts verified that there were missing pixels across the center of the screen. The missing pixels blocked some of the graphics and text. Additionally, it was reported that the pump touch screen was cracked. The customer stated that the pump was not dropped and was unsure on how the screen became cracked. The customer's blood glucose level was in target range at the time of the report. As the pump was still functional, the customer would continue to use the pump for insulin therapy.